Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 102 mg/dl. Customer stated that pump was put on a temp basal rate and she went out to exercise. When the customer came back, the she received the alarm. Customer also mentioned having a motor error alarm but declined troubleshooting. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump had intermittent button response due to corroded keypad trace. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.